Event description:
It was reported that a stent dislodgement occurred. A non bsc guide liner catheter was advanced to the target lesion. Then a 3.50x16mm promus element¿ plus drug eluting stent was being advanced through the guide liner when the stent stripped off of the balloon. The physician removed the guide liner, retrieving the stent and the balloon. The procedure was completed with another device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The stent had detached from the catheter. A visual and microscopic examination found that the stent was severely damaged with one side appearing to have been unexpanded at time of the event. No issues were noted with the balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. A non bsc guide liner catheter was advanced to the target lesion. Then a 3.50x16mm promus element plus drug eluting stent was being advanced through the guide liner when the stent stripped off of the balloon. The physician removed the guide liner, retrieving the stent and the balloon. The procedure was completed with another device. No patient complications were reported and the patient is fine.